Event description:
The pt's spouse/reporter called lifescan (lfs) in 2005 and alleged that pt's meter would not power on. The med affairs apec spoke to the pt's spouse the next day and obtained/verified the following info. According to the reporter, the pt was unable to test on his meter for two days. His last test was performed 9 days earlier. He continued to take his set amount of oral medications, some of which are actose, glucotrol, glucophage, precose, and another one (name unk). Two days later, the pt began drooling, sweating, and then became non-responsive. They attempted to test on his meter but it was still not powering on. They used his friend's meter and obtained a result of 26 mg/dl. The paramedics were called and they obtained a result of 17 mg/dl. He was given sugar water to drink and taken to the hosp, where he was treated with IV glucose. The pt did not have back up meter to test on. This complaint is being reported as an adverse event because he was unable to obtain an actionable glucose result, which led to a hypoglycemic event. A replacement meter has been sent; however, it appears that the battery was not installed correctly. After reseating the battery, the meter powered on.